Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an elective atrial lead revision on (B)(6) 2018. Pre-operative interrogation revealed atrial loss of capture. Under fluoroscopy, atrial lead dislodgement was confirmed. The lead was successfully repositioned on (B)(6) 2018. The patient was stable throughout.